Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty lowering the low flow alarm threshold (lfat) on the system controller (serial number: (B)(6) was not confirmed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was connected to a low flow alarm threshold (lfat) adjustment tool and the low flow alarm threshold was set to 2.0 liters per minute (lpm) without issue. Provided information stated that due to the inability to change the lfat, the patient was given a new system controller to resolve this issue. The root cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low flow alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when it was attempted to update the low flow alarm threshold (lfat) on the system controller, it would not sync up with the lfat tool. The ventricular assist device (vad) coordinator replaced the controller.